Event description:
Mediport inserted by surgeon in 2007. Pt receiving remicade infusion via mediport, left chest wall infiltrated with remicade, infusion stopped, pt admitted for observation and to assess viability of mediport unit. A portion of the infusion catheter was broken off and retrieved in surgery. Surgeon called company rep to have unit evaluated. It was determined to be catheter breakage due to "pinch off" which can occur as a complication which can be avoided by using a different approach to insert the catheter. Surgeon advised by company rep.